Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported the following: harm: serious injury. Manifestation of injury: serious delay in rescuing time, which can easily cause serious doctor-patient dispute. Device malfunction manifested as: "error 0012b" appear when power-"onintended". Therapeutic disease or effect: use high-pressure syringes for angiography examination. Use process: the patient was admitted to the emergency room of our hospital due to haemorrhage of digestive tract on (B)(6) 2021, intervention department received emergency intervention surgery call at 21:52 on (B)(6) 2021. The intervention technician performed power on preparation and found that the high-pressure injector failed and the power-on self-test reported with "error 0012b", the device could not be used normally. Reported this to department of medical engineering. The preliminary investigation result concluded by the engineers of the institute is damage of the main board inside the high-pressure injector which couldn't be repaired temporarily. As a result, the interventional surgery contrast agent was only able to be injected manually, continue to complete the operation. In this event, the patient's rescue time is seriously delayed, and it can easily cause serious doctor-patient disputes. Cause analysis of the event: product reasons (including instructions for use, etc.). Event cause analysis description: high pressure injector main board damage. Initial treatment: manual bolus of contrast agent to continue complete the procedure. Notify the manufacturer for on-site repair. Upon further follow-up with the facility, facility states that the patient was connected and the procedure was completed, with no harm to the patient.